Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported there was a leakage at the level of the injection port. This leakage was detached during an adjustment technique, when a solution was added in the band. The injection port was replaced; during the intervention, it was observed that the leakage was coming from a perforation of the tubing. There were no patient complications.